Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was having issues with sensor glucose and blood glucose reading not being accurate. Customer stated the issue has been for the past two days. Sensor glucose was 122 mg/dl and blood glucose was 282 mg/dl. Customer had all ready removed the sensor. No further information reported.